Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose was 511 mg/dl. Customer changed infusion set and resumed insulin to resolve high blood glucose. During troubleshooting with tandem technical support the issue was resolved. Reportedly, the customer continued to use the pump for insulin therapy.